Manufacturer narrative:
Date of event is estimate.

Event description:
A patient reported via a friend or family member no symptom control, worsening symptoms, and pain at the implantable neurostimulator (ins). There were no traumas or falls associated with the event. The patient was able to the programmer to verify the stimulation is on. The patient noted they are on program 2 and they increased to 1.75 v, which the patient stated is comfortable sitting, standing, and walking. The patient noted they have not had symptom control since implant. The patient noted that since implant he feels his symptoms in frequency have gotten worse. The patient stated he has pain at the ins implant site, but the area is not swollen and is not hot or warm to the touch. Additional information received from healthcare provider on (B)(6) 2016 indicated that the patient was working with their nurse practitioner to change and optimize the trial with the device. Patient has had discomfort at the implantable neuro stimulator (ins) site. No infection was noted. The battery seemed to turn in the pocket and may require revision. The patient is implanted for gastrointestinal/pelvic floor.

Event description:
Additional information from the patient reported they are upset because stimulation had not helped control their symptoms, which included retaining urine, bladder urgency, and frequency. During the report, the ins was on at program 2 at 1.75v, but the patient did not feel stimulation and wanted to increase it. They increased stimulation to 2.10 and stated it was comfortable standing and sitting. They were aware to decrease it if it became uncomfortable. The patient also reported they are going to the bathroom at night, a lot. The hcp told the patient they may have to have another catheter put in to empty their bladder, but the patient does not want to do that.

Event description:
Additional information was received and it was reported that the patient wanted the device removed and that the device has not helped, nothing has changed and if anything his bladder symptoms have worsened. The patient reported that before the implant he had a very active bladder and after the implant the "discharge has become more frequent". It was noted that the patient did currently feel stimulation in the correct area. Stimulation was changed from program 2 to program 3 at 0.70v, where the patient felt stimulation strong but comfortably in the bike seat area. The patient reported that they were trying to work with their healthcare professional one or two more times and then wanted to get the device removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.